Manufacturer narrative:
It was reported that the ventilator alarmed for technical error and that the airway pressure rise more than 60cmh2o, when we choosing fio2 greater than 22%. The o2 gas module started to hum a little when the device was ventilating. The ventilator was investigated on site by our field service engineer (fse). The o2 gas module were replaced and returned for further investigation. It was noticed during visual inspection of the returned o2 gas module that the nozzle unit was not mounted inside. It was not possible to test the o2 gas module. A nozzle unit from the manufacturer cannot be mounted on the console as it is too wide to fit. Upon further inspection, it turns out that the manufacturer does not use this type of console. After opening the housing of the gas module, it was noticed that there was a tape on one of the printed circuit boards (pcb: s). Moreover, the screws are not the same screws used by the manufacturer. The conclusion is that this is considered as a modification of an original part and is not allowed according to the user¿s manual.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the air supply pressure delivered by the ventilator was high. There was no patient harm. Manufacturer ref. #: (B)(4).